Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 20 mm promus premier was deployed and a distal edge dissection was observed. An additional stent was used to cover the dissection and the procedure was completed successfully.